Manufacturer narrative:
Still pending is the manufacturer record evaluation and manufactured date. Therefore, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a male patient in their sixties underwent an ablation procedure for persistent atrial fibrillation on which a preface® guiding sheath with multipurpose curve was used and a sheath tip detachment occurred which led to a pulmonary embolism that required surgical intervention. At the end of the procedure, when mapping and ablating in the left atrium (la), the preface® guiding sheath with multipurpose curve was pulled back to the right atrium (ra), at this point, the tip of the preface® guiding sheath with multipurpose curve got detached and was floating around in the ra. The tip then traveled through patient¿s vasculature to the pulmonary artery becoming lodged in the left lobe of the lung. Interventional radiology was brought in and they successfully removed the sheath tip from the patient¿s body with a snare. The patient was stable for the entire procedure. Extended hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was product malfunction related. Patient¿s outcome is fully recovered. The sheath tip detachment was assessed as a reportable malfunction. In addition, since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR reportable.

Manufacturer narrative:
Additional clarification was received on the event on september 24, 2019. There were two transseptal procedures completed with two sheaths, one which was the preface® guiding sheath with multipurpose curve. The physician did not notice any challenges with crossing the septum twice. He crossed the first time leaving the dilator in place and advanced an agilis wire through the sheath. Then exchanged the preface® guiding sheath with multipurpose curve and dilator with the agilis sheath and dilator. He then performed a second transseptal with the preface® guiding sheath with multipurpose curve and dilator. There was nothing wrong with the product at the time of the crossings or the exchange. The physician confirmed use of the lasso catheter through the preface® guiding sheath with multipurpose curve. He did not notice any times where the sheath or the lasso catheter were caught or resulted in resistance. The variable lasso catheter was placed through the preface® guiding sheath with multipurpose curve. After completion of the ablation, the sheaths were pulled back to the right atrium. It was at this point that there appeared on fluoroscopy a component floating in the right atrium. The next flash of fluoroscopy revealed that it had embolized to the pulmonary artery. Interventional radiology was called and was able to snare the piece and remove it from the patient. Upon removal of the preface® guiding sheath with multipurpose curve it was realized that the piece was in fact the tip of the preface® guiding sheath with multipurpose curve. Therefore, updated d11. Concomitant medical products and therapy dates. The biosense webster inc. Product analysis lab received the device for evaluation on september 26, 2019. The device was returned in the condition reported as it was noted that the distal end of the sheath became detached. This issue remains reportable. In addition a scanning electron microscope (sem) analysis was performed and it did not reveal the root cause of the tip separation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Populated d10. Device available for evaluation?, d10. Is device returned to manufacturer? And d10. Date device returned to manufacturer. The manufactured date was provided on october 10, 2019. Therefore, field h4. Manufactured date has been populated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient in their sixties underwent an ablation procedure for persistent atrial fibrillation on which a preface® guiding sheath with multipurpose curve was used and a sheath tip detachment occurred which led to a pulmonary embolism that required surgical intervention. An analysis was performed on the pictures that were provided by the customer. According to the pictures, the tip is observed detached from the device. The customer complaint is confirmed based on the picture. Further investigation of the device was performed on the returned device. First visual inspection was performed and it was found that the distal end of sheath became detached from the sheath. Second visual inspection was performed and it was found that the brite tip separated from the cannula inside a plastic bag. The separated area was observed under the vision system. Elongations can be observed in the edge of the blue tip of the cannula. Also, inside the brite tip, the material fusion mark with the polytetrafluoroethylene (ptfe) is observed. Furthermore, evidence of material transferred is observed. Additionally, a scanning electron microscope (sem) testing was performed on the damaged area and the results showed that fusion occurred between the body, ptfe and tip. Material transferred can be observed in the tree components. Also, elongations are observed in the edge of the body and the rim of the ptfe; therefore, based on the evidence, it is suggested that the device was induced to a tensile force that exceeded the material yield strength. Nonetheless, the cause of the separation observed on the tip could not be conclusively determined during the analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The root cause of the adverse event remains unknown. The root cause of the separation on the tip cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).